Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler did not pipette sample or diluent into well positions f12, g12 and h12 and no error message was given. A field service engineer was dispatched and was unable to duplicate the event. Fse adjusted belt tension and cleaned and lubed at position #12. No death or serious injury was associated with this event.